Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 6 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that unspecified surgery was required on the inflow cannula due to cardiac remodeling. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device the reported event could not be conclusively confirmed through this evaluation. The user facility did not provide any x-ray images showing the misaligned inflow conduit related to cardiac remodeling. Photos from the surgical procedure were not provided. No device alarms were reported. A root cause for the reported event could not be identified based on the information available to the manufacturer. The heartmate ii lvas instruction for use (IFU) provides information regarding the installation and orientation of the inflow conduit. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.